Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported resistance was found when the spring wire guide was inserted into the catheter. The spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and product lidstock for analysis. Definite signs of use were observed on the returned guide wire. Visual analysis of the guide wire revealed one major kink/bend along the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were spherical and intact. Visual analysis of the catheter could not be performed as it was not returned for analysis. The kink/bend measured 610-660mm from the proximal tip. The overall length of the guide wire measured 685mm which is within the specification limits of 677mm - 687mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.845mm which is within the specification limits of 0.838mm - 0.877mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory introducer needle/ars assembly, and passed with little to no resistance. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of kinked guide wire due to catheter resistance could not be confirmed based on investigation of the returned sample. Visual analysis revealed that the guide wire was kinked/bent along the body. The catheter was not returned. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, the appearance of the damage is consistent with unintentional use error. However, without the catheter returned, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the catheter. The spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.